Event description:
The manufacturer received information alleging a malfunction report was received when the device was returned from the dealer, stating that "ventilator service required" alarm occurred and "low ventilation" alarm frequently occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the issue of ¿ventilator service required¿ alarm sound was not duplicated by an operational check. The error log was reviewed and noted the occurrence of (press_sensor_mismatch) which indicated that the pressure difference between the monitor pressure sensor and the outlet pressure sensor exceeded the limit value. The inside of the unit was checked. Dirt on the flow sensor was confirmed; therefore, it was determined that the dirt on the flow sensor caused the issue. The flow sensor was replaced to address the issue. In addition, since the silver frame around the sound silence button was missing, the vanity cover assembly was replaced. Periodic maintenance 1 was performed. The following parts were replaced to prevent failure: air inlet foam filter, particulate filter. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).